Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 12mm catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified a 1cm longitudinal tear between the proximal and distal markerbands. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 16jun2025. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in moderately tortuous and severely calcified distal right coronary artery. Following pre-dilatation, a 3.50mm x 12mm nc emerge balloon catheter was advanced; however, during tracking, the device failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. There was no patient complications reported, and the patient condition was fine post-procedure. However, returned device analysis revealed that balloon had a longitudinal tear.